Manufacturer narrative:
(B)(4). Analysis results were not available at time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at a regular check up, the physician noticed "abnormal current" on the patient's neurostimulator. The patient informed the doctor that he had a fever a few days ago. The current was very low which the patient had not experienced before. The physician checked the current at several different times on the same day and found that the current value did not stay steady. The physician suspected a device malfunction and the neurostimulator was replaced. The patient outcome was reported as recovered.